Manufacturer narrative:
(B)(4)

Event description:
Received maude #mw5066906, advising that during an unknown procedure; the scalpel portion broke off. All pieces were retrieved and the patient was unharmed. It is not known how the procedure was completed. There were no adverse patient consequences reported. It is not known whether or not the device is available for return.